Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under infusion was noticed. It was reported that the pump medicine bag was filled to exactly 500ml with an infusion rate of 20.8ml/hr and was stopped just at about 24 hours, the pump had indicated infusion was complete. Patient did report two periods for 24 hours infusion when they did not hear the pump infusing but does not appear any alarms went off/no occlusion. Unable to determine exactly how much volume remained in the bag, estimated 20ml. No patient injury reported.